Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report#1627487-2018-08661. It was reported the patient experienced ineffective stimulation with their drg system. As a result, surgical intervention was undertaken on (B)(6) 2018 wherein 2 leads were revised. Follow-up identified one drg lead was explanted and a new drg lead implanted to address the issue. Stimulation was restored postoperatively resolving the issue.